Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the device was explanted on (B)(6) 2025, due to the need for frequent mris and no benefit with device use. The patient was no re-implanted with a new device.